Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the auxiliary water channel could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. It is possible that foreign material remained due to leakage from the s-cover. The event can be prevented by following the instructions for use (IFU): IFU states detection methods in gif/cf/pcf-190 operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-190 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.